Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. Additionally, it is reported that the recipient suffered from an infection. No information is pointing towards the device having caused or contributed to the infection, whose onset developed years after implantation. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The recipient was seen in early (B)(6) 2017 after an infection on the implanted side, on the skin and surrounding tissue. This was treated with antibiotics. There is no accident or trauma reported. After she was seen because of the infection, she had no auditory benefit with the device and seemed to be annoyed wearing the processor. The recipient did not wear the audio processor for months prior to re-implantation. The re-implantation was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information: in accordance with the available information and the manufacturer's experience with this kind of device, it is assumed that the implant has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Additionally, it is reported that the recipient suffered from infection. No information is pointing towards the device having caused or contributed to the infection, whose onset developed years after implantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The patient was seen in early (B)(6)2017 after an infection on the implanted side, after which when the patient started to wear the processor again, she seemed to be annoyed using it. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seen in (B)(6) 2017 due to an infection on the implanted side. When the patient started to wear the processor again, it appeared as if she was annoyed with using it. Re-implantation is considered.